Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> fracture of unknown s-rom stem above sleeve. Right side. Revision is planned. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that 12/14srom std 14x9x130/36mm presents a fracture from the distal portion of the stem's body and the proximal section, right above the sleeve. The allegation can be confirmed. No other defect can be observed in the evidence provided. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the 12/14srom std 14x9x130/36mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the 12/14srom std 14x9x130/36mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: 10 2) date of manufacture: 25-oct-2012 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : fracture of unknown s-rom stem above sleeve. Right side. Revision is planned. The product was not returned to depuy synthes, however x-ray were provided for review. (B)(4). The x-ray investigation revealed that 12/14srom std 14x9x130/36mm presents a fracture from the proximal section, right above the sleeve. The allegation can be confirmed. No other defect can be observed in the evidence provided. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. 1) quantity manufactured: (B)(4), 2) date of manufacture: 25-oct-2012, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: 090200836. The overall complaint was confirmed as the observed condition of the 12/14srom std 14x9x130/36mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4), 2) date of manufacture: 25-oct-2012, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: 090200836. Device history batch : 1) quantity manufactured: (B)(4), 2) date of manufacture: 25-oct-2012, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: 090200836.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : fracture of unknown s-rom stem above sleeve. Right side. Revision is planned. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that 12/14srom std 14x9x130/36mm presents a fracture from the distal portion of the stem's body and the proximal section, right above the sleeve. The allegation can be confirmed. No other defect can be observed in the evidence provided. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the 12/14srom std 14x9x130/36mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the 12/14srom std 14x9x130/36mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 25-oct-2012, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: 090200836.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient experienced a fracture of unknown s-rom stem above sleeve. Doi: unknown. Dor: (B)(6) 2023. Affected side: right.